Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the device was used to treat a moderately tortuous internal jugular vein. It should be noted that the armada 35 instruction for use (IFU) states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The investigation determined the reported difficulties and treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a moderately tortuous internal jugular vein. A non-abbott stent was implanted and a 12 x 40 mm armada balloon catheter was used for post-dilatation. There were multiple inflations at 10 to 15 atmospheres; however, during the last inflation, the balloon ruptured at an unknown pressure. The rupture was radial. During the attempt to remove the balloon, there was a lot of resistance with the implanted stent and the balloon separated. The proximal part of the balloon was removed but the rest of the balloon could not be removed. The left side of the vein was punctured and an 8f sheath was advanced through the other side of the vein and the guide wire that was still in the anatomy was grabbed. A gooseneck snare device was advanced through the 8f sheath and a multipurpose catheter was advanced from the right side and the separated portion of the balloon was able to be snared and removed. The patient is doing well. There was a clinically significant delay in the procedure. No additional information was provided.